Event description:
Customer reported the bag broke on the seam. Additional information received from customer: unable to clarify lot number. They disposed of the bag. The breakage occured during thawing.

Event description:
Customer reportedly administered novorapid via pump after eating ice cream and testing 29.7 mmol/l on the mobile system. 45 minutes later customer reportedly received results of 25.3 mmol/l and 6.4 mmol/l within 10 minutes on the mobile system. Customer reported feeling "unwell" and went to bed. No medical treatment required. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B) (4)aware date for this complaint is 09 feb 2010.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with deteriorated ink on the main keypad's silence and main display buttons was discovered and confirmed by a baxter service technician. This condition was caused by the silence and main display buttons being delaminated. The front bezel assembly, including the main keypad, was replaced to correct this condition.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of deterioration of keypad. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
This is a case, which was reported to baxter (B) (4) on 9 feb 2010 . The complaint was received from an engineer of baxter (B) (4) and refers to an incident involving colleague volumetric infusor pump-single channel (B) (4) on (B) (4) . The reporter states that on receipt of the machine it was noticed that the ink that makes up the silence alarm key on ui keypad has deteriorated. The symbol is illegible; however, the text is undamaged. There is also ink deterioration on the main display button but to a lesser extent. This has been logged as an obf for trending purposes only. (B) (4) the machine is in the repair centre at (B) (4). No patient injury has been reported/confirmed by the customer. The reported condition was not discovered during use with a patient. The software version for this device is currently not known.